Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with documented low blood glucose followed by upward trends after self-treatment, and expressed concern about uncommanded overnight insulin dosing and potential device compromise while also disconnecting the system against advice and performing a later infusion site and supply change. Symptoms included low blood glucose requiring treatment. Outcomes included recovery to a normal range after oral carbohydrate intake and continued self-monitoring, with no hospitalization. Investigation included review of device history as relayed by the user, counseling on use and meal announcements, and referral to the healthcare provider for training and possible adjustment of sleep target settings. Investigation of this case revealed no confirmed device malfunction and user self-training with potential use error, including disconnection and infusion set change during the event. It was concluded that the cause of the hypoglycemia was unclear and that available information did not substantiate a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.